Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the loss of therapy was not determined. The patient was seen on (B)(6) 2019 for reprogramming. The patient reported at that time the stimulation coverage seemed to be improved following the reprograming. The patient's issue at this time as been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient fell in january and broke her hip. The patient reported that prior to fall, patient had a and b. The patient met with a manufacturer representative (rep) who programmed group c into patient's device, but the patient could never get it set again and it bothered her all the time. The patient mentioned she also is "sore" at ins site. The patient states ins site is not sore all the time but if patient sits against a chair it bothers her. The patient stated she is in a lot of pain. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient saw the hcp on (B)(6) 2019 with increasing back and thigh pain. The cause of the pain was unclear. The patient had a CT l/s scan of the spine that showed no acute change. A rep was contacted on 2019-oct-15 who advised the hcp he would contact the patient, presumably to re-evaluate the stimulator function. The issue was not yet resolved. No further complications were reported.